Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having a problem with his transmitter. Customer stated that he had a high blood glucose level of 586 mg/dl at the time of the incident. Customer stated that he had a sensor on for 2 days and it normally stays in for about 5 days. Customer got a weak signal and lost signal alert. Customer stated that when he takes it out and charges it, it is still charging and the red light is flashing. Customer treated with the pump bolus wizard and thinks that it gave him about 10.8 units. Customer stated that his blood glucose went down to about 300 mg/dl. Customer stated that it worked down from there and he was sweating while he worked outside. Customer was unable to remove the battery cap or cover and was advised that a replacement charger will be shipped.